Event description:
(B)(4) is the initial importer of the device. Enduser was scooting to the left to get from the house to the garage when metal tube under the knee rest broke and she fell backwards, the enduser landed on her left foot which was fused due to a pre-existing condition. She caused additional injury to the left ankle and her knee.